Event description:
It was reported during procedure; the subject coil was stuck in the middle of microcatheter as the subject coil could not be pushed forward and the subject coil was prematurely detached in the half body of the microcatheter. The subject coil was removed and replaced with a new coil. The procedure was completed successfully without any clinical consequences to the patient.

Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H3 device evaluated by mfg ¿updated. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the main coil was seen to be kinked. A functional testing could not be carried out due to the damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported coil in catheter friction could not be replicated; however, the analysis results are consistent with the reported event. The reported main coil prematurely detached/separated during use was not confirmed during analysis.. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer is, the physician reported the fact that the target coil is stuck in the middle of the microcatheter body, it has been repeated many times and it is still the same. An assignable cause of not confirmed will be assigned to the as reported 'main coil prematurely detached/separated during use' as the defect was not confirmed during analysis. An assignable cause of procedural factors will be assigned to the as reported 'coil in catheter friction' these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of procedural factors will be assigned to the as analyzed 'main coil kinked/bent' these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported during procedure; the subject coil was stuck in the middle of microcatheter as the subject coil could not be pushed forward and the subject coil was prematurely detached in the half body of the microcatheter. The subject coil was removed and replaced with a new coil. The procedure was completed successfully without any clinical consequences to the patient.